Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ supp correction. D9 for product returned and date received. G3: date received by manufacturer. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes - additional.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
The usage of h6 code, "10: testing of actual/suspected device", on previous MDR (MDR-00412417) was incorrectly used. H6 code 10 was correctly used on this MDR (MDR-00443686).